Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one clearvue isp implantable port attached to a catheter in two segments was received for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. The distal catheter segment was noted to have bents throughout; a kink was noted on the center portion of the distal catheter segment. A kink was noted on the 15cm depth mark. Therefore, the investigation is confirmed for the reported deformation due to compressive stress issue, and the investigation is inconclusive for the reported suction and difficult to flush issues as the catheter was received in two segments. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, patient was implanted with cv port. It was reported that on (B)(6) 2025, post port placement procedure, the catheter allegedly found with no backflow and there was resistance to injection. X-ray revealed that the catheter was bent into a loop in the neck. On (B)(6) 2025, the device was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, patient was implanted with cv port. It was reported that on (B)(6) 2025, post port placement procedure, the catheter allegedly found with no backflow and there was resistance to injection. X-ray revealed that the catheter was bent into a loop in the neck. On (B)(6) 2025, the device was replaced. There was no reported patient injury.